Event description:
Customer's husband reports back to back testing to a professional meter while using the advantage sys with results of 335mg/dl on customer's meter and 150mg/dl on professional meter. No quality control info was provided. No adverse event reported. A request was made for return of the suspect product and a placement was sent.